Event description:
The customer reported via phone call indicating that the insulin pump had a crack on the reservoir compartment. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call indicating that the insulin pump alarm no delivery during manual prime. After the troubleshooting was done, the customer was advised that the monitor is working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.